Manufacturer narrative:
The insulin pump was received with debris under display window and with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the battery tube threads and minor scratched lcd window.

Event description:
It was reported the insulin pump had alarmed button error. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.